Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-07562. It was reported that the patient experienced ineffective therapy due to high and low impedances. An x-ray was taken and both extensions were twisted at the ipg site. As a result, the patient underwent surgical intervention to have their extensions replaced. Patient now has effective therapy.